Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) explantation surgery due to an infection. The patient underwent another procedure two months later to clean out the infection. The patient was then reimplanted with a replacement aus device four months later. No patient complications were reported during the reimplantation surgery. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.